Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was unknown. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunctions documented in b5, the other evaluation findings are as follows: the air/water cylinder has no color; the suction cylinder has no color; switch 1 has a cut; the distal end is shaved; because the shaft of switch 1 is detached, the switch cannot be pressed down smoothly; and, due to fray of the k-wire, the forceps skip or sway on the upper half of the endoscopic image. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a whitish foreign material inside the air/water tube and the air/water cylinder. There were no reports of patient involvement.